Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two of the heartstring iii devices were partially engaged in the delivery tube when the products were opened. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report #2242352-2012-00754.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the delivery device was returned inside the loading device. The seal was located inside of the loading device, under the window and remained anchored to the tension spring. The safety lock and white plunger were not depressed on the delivery device. Based upon the eval results, the complaint is being confirmed for failure to load. (B)(4).